Event description:
The customer reported that the system would display an uninterrupted power supply error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reset the uninterrupted power supply switch. The system was tested and found to be working as intended and put back in service.